Event description:
Caller stated that the product sparked.

Manufacturer narrative:
User stated that the switch sparked. Despite our investigation there was no indication of a spark or burn mark. We tried for twenty minutes to get this product to spark but couldn't.